Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. The customer's blood glucose was not provided, but was high. The customer declined to troubleshoot with tandem technical support.